Event description:
This lead was implanted on (B)(6) 2008 and capped on (B)(6) 2011 as it was broken. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).